Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/19/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The bolus button was found to be functioning per specification. No damage or defect was found to the bolus button contact or circuit.